Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic duodenal switch, when making the pouch on the stomach, the stapler was able to fire, however, the knife blade of the reload did not cut all the way. The suture and reinforcement material beyond the staple line was still connected to reload. The surgeon had to use scissors to cut to suture and extra reinforcement material stuck to the reload to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the pushers of were all fired, but the sled was not fully advanced. The jaws were open. The distal suture on the anvil side was still anchored on reinforcement material. Functionally the reload was loaded into a pmv representative instrument, the interlock was overridden and the reload was cycled without hesitation or binding. The distal sutures were released. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the unreleased sutures may occur when the firing handle has not been completely cycled. In this situation, the internal hinges which release the sutures may not engage fully and reinforcement material may not deploy properly. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.